Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/16/2021.

Manufacturer narrative:
The device was received for evaluation. The sample was returned with a mini cap attached to the female connector. A visual inspection with the naked eye noted a cracked main body of the transfer set twist clamp and noted there was substance around the threads of the main body. The reported condition was verified. The cause of the cracked main body could not be determined; however the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a peritoneal dialysis (pd) transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.